Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included metronidazole (flagyl) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 2 years 9 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2009, she had surgical removal of coil(s) - right side removal only)). Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, depression and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. Concomitant drug added. New events depression and mental anguish were added events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 9 months after insertion and 2 years 4 months after removal of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2009, she had surgical removal of coil(s) - right side removal only)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the menorrhagia had resolved. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; in september 2011: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/ migration of essure") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2009, she had surgical removal of coil(s) - right side removal only)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the menorrhagia had resolved. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2009: total bilateral occlusion; in september 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:- reporters added and updated patient demographics. Laboratory data were added. Update suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Updated events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity') in a 34-year-old female patient who had essure (batch no. 627301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included antibiotics and paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/ pelvic pain/ pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6)2009, she had surgical removal of coil(s) - right side removal only), salpingectomy ¿ bil). Essure was removed on (B)(6)2009. At the time of the report, the device expulsion, vaginal haemorrhage, dysmenorrhoea, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and menorrhagia had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: results: total bilateral occlusion; in (B)(6)2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.